Manufacturer narrative:
Based on the claim against the product by the customer noting cautery issue with fenestrated bipolar forceps instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and reported failure was replicated /confirmed. Failure analysis found the primary failure of broken conductor wire at the proximal end. The instrument was found to have a broken conductor wire at the proximal end when the housing was removed. The conductor wire was found to be broken at the main tube/roll gear interface when the conductor wire was inspected and lightly pulled. Electrical continuity was performed and failed. No thermal damage was observed. Root cause of this failure is attributed to manufacturing. The complaint regarding cautery issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the instrument was found to have a broken conductor wire at the proximal end when the housing was removed. The broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hiatal hernia - paraesophageal surgical procedure, the fenestrated bipolar forceps instrument could not be cauterized. The procedure was completed with a back-up instrument with no reported injury. Intuitive surgical, inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.